Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year , 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient complained of lightheadedness felt like they might pass out and had a fall hitting their head. Interrogation of the patients ICD device revealed 6-7 reported episodes of ventricular tachycardia and ventricular fibrillation. This caused the patient to fall; the patient denies a loss of consciousness. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported event could not be conclusively established through this evaluation. It was reported that the patient had presented to the center after falling and feeling lightheaded. Upon interrogation, 6 or 7 possible episodes of ventricular fibrillation or ventricular tachycardia were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.